Event description:
It was reported that the patient experienced problems with the patient programmer. Additional information received reported that the generator was later explanted and replaced after it reached end-of-life. It was reported that the depletion occurred in a short time frame and was not normal battery depletion. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 7426 serial # (B)(4) determined there were no significant anomalies with the ins. There was no telemetry and no output and there was foreign material in the port.

Manufacturer narrative:
Lead model 3387-40, lot# j0443881v, implanted: explanted: extension model 748295, serial# (B)(4), implanted: 2004-(B)(6), explanted: unk.